Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the complaint device was returned for analysis. Returned product consisted of an emerge balloon catheter with no other devices. There was contrast in the inflation lumen and blood in the wire lumen. The hypotube shaft was completely separated 74cm from the hub. The fracture faces were oval as if kinked prior to separation. There were numerous hypotube kinks. There was no damage or irregularities to the inner and outer shaft. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that shaft break occurred. A 2.00mm x 15mm emerge balloon catheter was advanced for dilation. However, during procedure, the shaft fractured inside the guide catheter. Device was removed by pulling everything back out the patient through guiding catheter. The procedure was completed with a different device. No patient complications were reported.